Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their communicator and handset were not talking to each other. The patient stated they tried to use it last night to get a bolus and there was a message on the handset that said, "medtronic did something to it." The patient stated that they did not get the details of the message. The patient reset the handset and the communicator and tried to pair the handset to the communicator, but it was just showing "connecting" and would not advance. The patient tried to toggle the bluetooth off and back on but that did not resolve the issue. The agent conferenced hcit (healthcare information technology) onto the call for assistance. The agent had the patient close all apps on their handset and try to connect again. The patient was seeing the connecting screen, but the connection was not advancing. The patient verified the communicator was showing a low charg e level. The patient connected the communicator to power and an orange light was on. The agent was going to call patient back in 1 hour to verify that patient was able to connect to the pump and request a bolus. The agent made the outbound call to the patient and they verified that the communicator was showing a green light that it was fully charged. The patient tried again to connect to get a bolus, but the handset still showed "connecting" and would not advance. The patient verified that the blue light was flashing on the communicator. A replacement communicator was requested from the repair department because the handset was not connecting to the communicator and the patient verified that they were seeing ¿connecting¿ on the handset and the blue light was flashing on the communicator, but the screen did not advance from there. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software; product ID tm90t0, serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.